Event description:
Device was used during a gastroplasty procedure. A component from the knife assembly disengaged into the pt's cavity and was retrieved. Additionally, the instrument did not fire properly and tissue was damaged. Surgeon resected the damaged tissue and completed the procedure. With an instrument.